Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer called to report that she did not think her pod was working properly. Customer stated that she activated the pod around 2 p.m. Over the next 5 hours, her blood glucose (bg) fluctuated between 149-447 mg/dl. Customer deactivated the pod and started a new one successfully. No further issues were identified.